Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
The customer reported they do not believe the pump was the problem. Carelink did not show any data relevant to low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed power loss alarm. Customer's blood glucose was 27 mg/dl. Customer was treated with a glucagon shot. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.